Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-01531. It was reported the patient was receiving inadequate stimulation due to one lead migrating. As a result, the migrated lead was explanted and replaced. Surgical intervention resolved the patient's issue. Both of the patient's leads are being reported because it is unknown which lead is liable.